Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No low battery alerts noted. Unit passed selftest, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit properly connected to glucose sensor simulator. No anomalies noted. Unit received with cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms and no delivery alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 56 mg/dl. During troubleshooting, the insulin pump was able to rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.